Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken catheter occurred. The target lesion was located in the arteriae bronchiales. A 135/20 renegade¿ hi-flo¿ kit was selected for use. During the procedure, great resistance was encountered when the distal tip of the hi flo was out of a non-bsc angiographic catheter at about 4cm. The device was then pulled back at about 3cm when it broke into two pieces with about 1cm of its distal tip out of the non-bsc angiographic catheter. The proximal part was removed first and the distal part was carefully removed under digital subtraction angiography to make sure that the broken piece was always inside the non-bsc angiographic catheter. No device fragments were left inside the patient. The procedure was prolonged no more than 10mins and was then completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hub, shaft and tip were microscopically examined. The device was broken/damaged in 1 place. The break was 47cm to 49.5cm from the hub. The shaft was not completely separated the inner liner was still connected. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a broken catheter occurred. The target lesion was located in the arteriae bronchiales. A 135/20 renegade hi-flo kit was selected for use. During the procedure, great resistance was encountered when the distal tip of the hi flo was out of a non-bsc angiographic catheter at about 4cm. The device was then pulled back at about 3cm when it broke into two pieces with about 1cm of its distal tip out of the non-bsc angiographic catheter. The proximal part was removed first and the distal part was carefully removed under digital subtraction angiography to make sure that the broken piece was always inside the non-bsc angiographic catheter. No device fragments were left inside the patient. The procedure was prolonged no more than 10mins and was then completed with another of the same device. No patient complications were reported and patient's status was stable.